Event description:
The manufacturer became aware of a rep dreamstation auto bipap device alleging burning smell, smoke, burning sensation in the nose, feeling like the nose was on fire, runny nose and sneezing. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power, confirmed the device powered on and provided therapy. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. A heat test was performed on the device, heater plate, and patient port and the test results showed temperatures within the threshold required. Pil verified heated tube became warm and worked. During the investigation, pil observed a dust-like contaminant on the front panel, top enclosure, filter, air inlet, and blower. Hair-like particles were observed on the bottom enclosure and in the air inlet. A sticker-like material was on the top enclosure. The investigation was unable to directly address the symptoms and could not confirm the complaint of a burning smell, smoke, and the heater stopping. Additionally, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.